Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed safety valve test during pre-use check (puc). The field service engineer found that, with the ventilator turned off, the safety valve was closed (up) when it should be open (down). The pneumatic back-plane mounting plate was lifted up and under it there was a metal piece, a part of the o2 gas module ground spring, possibly blocking the standby valve mechanically. The ventilator was reassembled and passed all functional checks. No part was reported replaced. The evaluation of received device logs shows that problems with the puc safety valve test began (B)(6) 2020 which will be used as the date of event. Puc failed for example three times on "pressure superior to allowed max and valve not open" indicating a problem with the safety valve. After measurements on reference parts at the manufacturer, it was not considered probable that the found piece of metal could wedge and block the valve. The conclusion in this matter is that the safety valve was found closed during puc when it should be open. The cause may have been a temporarily blocked safety valve pull magnet, possibly by the detected loose piece of metal, but this could not be established as the metal piece was not returned for investigation.

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).